Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: to clarify "all the loose staples are observed.", what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Malformed. The staple line was interrupted, staples visible but these staples not in the any line. The iblade did not advance.

Event description:
It was reported that during a lobectomy procedure, two 60 mm echelon green reloads failed. The blade did not advance completely and when opening the jaws all the loose staples are observed. Procedure was delayed by fifteen minutes. Another like device was used to complete the procedure successfully. No fragments were generated. There were no adverse consequences for the patient.